Event description:
The patient came in reporting pain due to an undersized stem. Hip instability was also present. Neither loosening or subsidence were reported. The cause of the undersized stem is unknown. At about 6 months post primary the surgeon revised the head from l to an xl one and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2024: lot (B)(6): (B)(4) items manufactured and released on (B)(6) 2023. Expiration date: 2028-04-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.